Event description:
It was reported that this right ventricular (rv) lead physician reported that 6 weeks post implant rv lead thresholds are increasing from 0.4v @ 0.4ms to 7.5v @ 2.0ms with no capture. X-ray imaging showed no displacement. The rv lead was explanted and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted lead is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.